Event description:
The initial reporter received questionable ise indirect na, k and ci for gen.2 results for an unspecified number of patient samples tested on the cobas 6000 c501 (ul) v. The reporter stated they their ion-selective electrode (ise) calibration and qcs were also failing. The reporter was able to provide an example of one patient sample with discrepant results. The initial results were auto-verified and reported outside of the laboratory. The emergency room (ER) staff sent a new sample and the results were normal, prompting the rerun of the initial patient sample on their c 311 analyzer. The initial sodium result from the module was 150 mmol/l. The repeat result from the other analyzer was 137 mmol/l. The initial chloride result from the module was 86 mmol/l. The repeat result from the other analyzer was 101 mmol/l. The initial potassium result from the module was 5.18 mmol/l. The repeat result from the other analyzer was 4.23 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode lot number is i3801. The chloride electrode lot number is b8854. The potassium electrode lot number is r8020. The expiration dates were requested but not provided. The field service engineer (fse) inspected the module and did not find the cause of the event. The fse performed ion-selective electrode (ise) checks with successful results. He verified that the pump pressure was within specifications. The investigation reviewed the calibration recovery which showed alarms. The investigation reviewed the alarm trace which showed "ise int. Ref. Concentration error", "ise response error 2" and "ise n." Alarms. The "ise response error 2" alarms are indicative of an electrode issue. The investigation reviewed the qc and found out-of-range (low) results for chloride. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.